Manufacturer narrative:
Devices' image evaluation completed on (B)(6) 2023: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation primary with a mentor smooth round moderate profile, 275cc saline prosthesis experienced left-sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacement with unspecified mentor saline on (B)(6) 2023.